Event description:
It was reported that the system was giving an hv generator error and a settling error, which can cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative performed an on site investigation. The connectors were tightened and a high voltage (hv) failure in the monoblock was detected. The customer declined any further service on an obsolete system.